Event description:
Related manufacturer reference number: 2017865-2021-33994. It was reported that the patient presented for an unrelated elective cardioversion. Pre-procedure interrogation of the device revealed that the pacemaker and right atrial (ra) lead exhibited low p-wave sensing, leading to atrial undersensing. No programming changes were made. The patient was stable throughout.